Event description:
It was reported that during a stenting treatment procedure, a balloon ruptured occurred the procedure treated the greater than 90% stenosed arteriovenous fistula located in the mildly tortuous brachial artery. A 7.0x40mm mustang balloon was advanced for treatment but the balloon ruptured. The procedure was completed with additional ballooning with a 5mm and 6mm mustang balloon and the placement of a non-bsc stent. No patient complications were reported and the patient status is ok.

Event description:
It was reported that during a stenting treatment procedure, a balloon ruptured occurred the procedure treated the greater than 90% stenosed arteriovenous fistula located in the mildly tortuous brachial artery. A 7.0x40mm mustang balloon was advanced for treatment but the balloon ruptured. The procedure was completed with additional ballooning with a 5mm and 6mm mustang balloon and the placement of a non-bsc stent. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was received inserted through a cordis sheath. An examination of the device found a complete balloon circumferential tear at 19mm distal to the distal edge of the proximal markerband. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the complaint incident. The shaft was kinked at 52mm proximal to the tip and was also stretched. An examination of the tip section of the device found that the distal edge of the tip was bunched.. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).